Event description:
This supplemental report is being processed to update the additional manufacturing narrative. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
It was reported that this patient had a syncopal event. Episode review noted the first shock put the patient into ventricular fibrillation and the second shock converted the patient. Additionally, an error screen was noted when trying to interrogate the device as a software upgrade was required. No additional adverse patient effects were reported. Additional information was received indicating that approximately five months prior to the previously reported episode, the patient presented to the emergency room due to receiving six inappropriate shocks. No symptoms related to these shocks were reported. Records indicate this subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
It was reported that this patient had a syncopal event. Episode review noted the first shock put the patient into ventricular fibrillation and the second shock converted the patient. Additionally, an error screen was noted when trying to interrogate the device as a software upgrade was required. No additional adverse patient effects were reported. Additional information was received indicating that approximately five months prior to this episode, the patient presented to the emergency room due to receiving six inappropriate shocks. No symptoms related to these shocks were reported. Records indicate this subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. The patient received another inappropriate shock on (B)(6) 2024, due to t-wave oversensing. Review of the event demonstrated there was a poor qrs to t-wave ratio and that the rhythm was likely a sinus tachycardia (120 beats/minute). The impedance was also higher than in the previous ias events at 131 ohms. Technical services recommended consideration of programming to the alternate vector and asking the patient about any weight loss/gain. The s-ICD remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a syncopal event. Episode review noted the first shock put the patient into ventricular fibrillation and the second shock converted the patient. Additionally, an error screen was noted when trying to interrogate the device as a software upgrade was required. No additional adverse patient effects were reported.